Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forcep instrument was analyzed and found to have the main tube broken. Very small fragments could be found missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of prograsp forcep broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.